Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to perform the fill tubing sequence when loading on new pump supplies onto the pump resulting in air being delivering instead of insulin. Customer's blood glucose (bg) 465 mg/dl. Customer was given a correction bolus via pump to address bg. Reportedly, customer completed the fill tubing sequence and insulin delivery was resumed.